Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics (dose, frequency and route not reported) for the peritonitis. At the time of this report, the patient was recovering and dianeal therapy was ongoing. No additional information is available.